Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that, there was no capture on right atrium lead. The lead was found to be dislodged due to patient¿s anatomy. Physician explanted the lead. New atrial lead was not implanted and device was programed to vvi mode.